Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: stent graft: improper placement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent a treatment for chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). Since the patient¿s true lumen was so narrow, it was decided to place the ctag ac first, and then replace the aortic arch. Prior to the ctag ac placement, debranching of the left common carotid artery and left subclavian artery was performed. The ctag ac was inserted directly into the aorta along a pull-through guidewire without using a dry seal sheath under visual observation. After dilating the narrowed area of the true lumen with a coda balloon, the inside of the stent graft and the vessel wall were visually confirmed. Fluoroscopic confirmation was not performed, but it was determined that there was no issues, and treatment proceeded to aortic arch replacement. A post-operative contrast-enhanced CT scan revealed that the ctag did not cover the entry of dissection, and was shortened in the longitudinal direction (approximately 10 cm to 5 cm). Reportedly, although the ctag was shortened, the lumen remained perfectly circular. On (B)(6) 2024, it was reported that the reintervention was performed. The non-gore device (zenith alpha) was placed via the femoral artery approach, and the entry was closed successfully. The treatment has now been completed. The physician said that the possible causes were: 1) fluoroscopy was not performed. 2) a dry seal sheath was not used. 3) when the ctag was advanced with the pull-through tension relaxed, it seems that the distal tip got caught in a narrow area near the entry, but as the procedure was not stopped and the ctag was pushed in forcibly, the ctag was distorted in the true lumen, causing considerable stress on the deployment line.

Manufacturer narrative:
Emdr section h6, codes c19, d15, d1103 updated to reflect results of investigation. H6: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: the stent graft was not returned. The primary and secondary deployment lines and their handles were returned. The lockwire was still properly routed through the catheter and transition but not routed through the skives, stent graft, or olive. The lockwire handle was returned. ·per the manufacturing product history review (phr), (B)(4), the device met all pre-release specifications, and at the time of manufacturing, there were no capas or ncrs related to this event. ·based on the event description and device evaluation, no manufacturing deficiencies could be confirmed. ·the event description states that the ¿ctag ac was inserted directly into the aorta¿ and ¿under visual observation¿ indicating this was likely used as part of an antegrade hybrid procedure. The attached case report from the field sales associate further points to this as the device drawn in conjunction with a surgical graft shows the leading partially covered apices on the distal end, indicating this device was deployed in an antegrade fashion. ·during testing for design validation and verification, process qualification, and ongoing quality control testing, devices are tested in anatomical models representative of cmds indicated use. There is potential that off-label use, possibly in an antegrade hybrid fashion, may have contributed to the reported event.